Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing facial nerve stimulation with device programming. Testing indicated that the device is not functioning within specifications.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut on both top and bottom covers prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The residual gas analysis test revealed a nitrogen level above the limit, indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.